Event description:
It was reported that during priming with a u9000 ultrafilter, a leak was observed. The filter was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not received for evaluation, as the device was discarded. The qualified technician replaced the filter and no further issues were identified. The reported condition of leak was verified. The most likely cause of the condition was due to a manufacturing issue. A nonconformance has been established to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.